Manufacturer narrative:
Based on the limited information reported at this time, we are unable to determine to what extent, if any the arista ah may have caused or contributed to the events as alleged. No specific details have been provided. Multiple requests for additional information have been made. The instructions-for-use identifies pleural effusion as a possible adverse event. To date this is the only complaint of pleural effusion reported for the arista ah product family. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided, a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
It was reported that a surgeon has concern that the arista ah application may be contributing to postoperative pleural effusions, especially in the left chest when he sprays it under the sternum where he has dissected out the mammary artery. Specific event details have not been provided.